Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that a cartridge alarm 1 occurred during basal deliveries. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level ranged from 220 - 260 mg/dl.